Event description:
Review of the MFR's device registration system shows pt status of eroded skin incision. The hcp reports a diagnosis of wound infection resulting in device explant. At follow-up, wound dehiscence was noted; pt treatment included revision of scar tissue and re-approximation of the wound prior to unit retrieval. The wound was re-opened after explant; the pt was instructed in wound care and given a referral to a plastic surgeon for wound management. Add'l info has been requested from the physician. See MFR report number 6000032-2007-01402.